Manufacturer narrative:
Other relevant device(s) are: software 9733686 s7 synergy spine; upn (B)(4); 510k k131425. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation determined that it was not possible to determine probable cause without further information since the behavior cannot be replicated. This case may be re-opened if additional information is received. A video from the case was received and reviewed. Review found that there was more than one instrument in the field, causing a large jump in the view position. Having two instruments in the field, then removing one, would cause the described behavior. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cervical spine procedure. It was reported that the trajectory one view during navigation was displaying odd behavior. The anatomy was 'twisting' when it shouldn't be, but only in trajectory 1. Changing cross-hair behavior did not resolve the issue. It was further reported that the surgeon took the instruments out of the field and the behavior continued to occur. There was no reported delay to the procedure due to this issue an no impact on the patient outcome.